Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made to no avail. If new information is received, a supplemental report will be submitted accordingly. Referenced article: effectiveness of first versus successive antitachycardia pacing attempts: predictors and clinical consequences. Journal of interventional cardiac electrophysiology. 2019; 56(3):349-357. Doi: 10.1007/s10840-019-00624-w. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the effectiveness of first versus successive anti-tachycardia pacing attempts. It was reported that some patients were excluded from the study due to receiving inappropriate therapy. Of the patients still included in the study, a portion of them experienced syncope and presyncope episodes. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The devices remain in use. No further patient complications have been reported as a result of this event.